Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), fatigue ("fatigue"), nausea ("nausea"), dizziness ("dizziness,") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced fallopian tube cyst ("developed a cyst approximately 5.6 centimeters in diameter on her left fallopian tube"). The patient was treated with surgery (on (B)(6) 2017, underwent a hysterectomy to remove the essure device). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, menometrorrhagia, dysmenorrhoea, hormone level abnormal, abdominal distension, fallopian tube cyst, fatigue, nausea, dizziness and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dizziness, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, hormone level abnormal, menometrorrhagia and nausea to be related to essure. Diagnostic results: hsg (hysterosalpingogram), confirmed that essure coils were properly in place and that her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("cramping") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced abdominal pain lower (seriousness criteria medically important and intervention required), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), abdominal distension ("bloating"), fatigue ("fatigue"), nausea ("nausea"), dizziness ("dizziness,") and dyspareunia ("pain during intercourse") and was found to have hormone level abnormal ("hormonal fluctuations"). On (B)(6) 2016, she underwent a hysterectomy to remove the essure device). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, dizziness, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, hormone level abnormal, menometrorrhagia and nausea to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): * hsg (hysterosalpingogram), confirmed that essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: reporter details updated for consumer, new reporter of lawyer and patient dob added, product start date and stop date updated and annex f added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.